Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. It was unknown if the reprocessing had been implemented in line with the IFU and the root cause could not be specified. The event can be prevented by following the instructions for use which state: the instruction manual operation manual "gif/cf/pcf-290 series, chapter 3 preparation and inspection" describes the methods for detection. The instruction manual reprocessing manual "gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)" describes the methods for prevention. Olympus will continue to monitor field performance for this device.